Manufacturer narrative:
The device was manufactured from july 30, 2020 - july 31, 2020. The device was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that could have caused the issue and no issues were noted. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a japanese infusor sv (small volume) ruptured during filling at the hospital. The device was filled with an unspecified medication manually with a syringe. The issue was identified prior to patient use. There was no patient involvement. No additional information is available.